Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer using an ilet system experienced hyperglycemia with a blood glucose level of 475 mg/dl after changing infusion supplies to an inset 23-inch set, with elevated readings persisting for several hours before declining to 387 mg/dl following troubleshooting and continued monitoring. Symptoms included hyperglycemia without reported adverse effects. Outcomes included user self-management at home without third-party assistance or medical intervention, ongoing monitoring per the ketone action plan, and shipment of replacement infusion sets, cartridges, and connectors. Investigation included customer interview, review of use conditions, and provision of education on ketone monitoring and hyperglycemia management. Investigation of this case revealed an unclear cause for the hyperglycemia and no reported device alarms, with supply replacement initiated as a precaution. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.